Manufacturer narrative:
As per cts review of log files - cts went through the log file and confirmed barcode (B)(4), reported by customer was a misread. Cts did not see any door open messages or any errors occurring. The customer did not report results following testing with the sample barcode that was misread. Customer stated they discarded results and therefore no erroneous results were reported. The customer retested the sample again. This time the provue scanned the sample barcode correctly ((B)(4)). It processed with no errors and the results were exactly the same as the one that was misread.

Event description:
The ortho provue sample camera misread (B)(4). No incorrect or erroneous results were reported as a result of this incident. (B)(4).